Manufacturer narrative:
Country was corrected in section b5; information added to section g3, g6 and h2.

Event description:
Edwards received a report from australia regarding a pascal precision procedure in the mitral position in which the posterior clasp was not dropping to paddles during leaflet grasping. The device was bailed out. During pre-decontamination inspection under magnification, after removal of the implant, hard plastic-like particulate was observed adhered to the distal face and attachment fingers.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified related with the event. The complaint for unable to actuate clasps to engage leaflets and particulate on device on patient contacting surfaces was confirmed with objective evidence. Evaluation of the returned device was able to confirm the inability to actuate clasps was a result of a hard plastic piece of particulate on the distal face of the implant catheter (ic) shaft, as evidenced by the fraying on the suture. The plastic particulate was unable to be analyzed further as it was lost in decontamination process. It cannot be confirmed if the plastic piece found on the distal face of the ic is considered to be a result of a manufacturing defect; however, manufacturing cannot be eliminated as a potential contributing factor based on the location of the particulate. No other manufacturing non-conformities were found on the returned sample. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received a report from (B)(6) regarding a pascal precision procedure in the mitral position in which the posterior clasp was not dropping to paddles during leaflet grasping. The device was bailed out. During pre-decontamination inspection under magnification, after removal of the implant, hard plastic-like particulate was observed adhered to the distal face and attachment fingers.

Manufacturer narrative:
B2: other serious- even though there was no reported adverse event for the patient, the potential for fragment embolization is not remote. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.